Event description:
In (B)(6) 2012, the pt had a stent placed to treat an occlusion of the popliteal artery and partial sfa. In (B)(6) 2013, the pt was admitted to the hospital due to restenosis. Angioplasty (pta balloon) was performed and resulted in a good blood flow. It was observed that there was a stent fracture. In (B)(6) 2013, an additional stent was placed within the previously fractured stent. The event occurred in (B)(6).

Manufacturer narrative:
The device is still implanted. Images were provided. The fractured stent was at or near nominal length. There were no reported issues during the initial implant procedure. There were no reported trauma/injury to the pt's leg post-implant. Device history records were reviewed and there were no issues noted during device manufacturing. The cause of the stent fracture is unknown.